Manufacturer narrative:
Complaint conclusion: as reported, button number 2 of a 6f/7f mynx control vascular closure device (vcd) was able to be depressed halfway. Manual compression was used to achieve hemostasis. There was no reported patient injury. The device was stored and prepped according to instructions for use (IFU). There were no damages noted to the button. Button #1 was properly and completely activated before button #2 was attempted. The tension indicator displayed a ¿clock symbol¿ after button # 1 depression. The balloon was fully deflated (bubbles stopped moving and inflation indicator was completely down). The balloon was prepped, the contrast to saline ratio was not provided. There was no suspicion that the balloon lost pressure prior to attempting balloon retraction. The device was used in an interventional procedure. The user was trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were not depressed. The syringe was received connected to the device, and the procedural sheath was not received for evaluation. Additionally, the sealant remained in its manufactured position and exposed to blood, fully covered by the sealant sleeves. No damages were observed to the sealant sleeve assembly. The device was inspected for damages/anomalies that may have contributed to the reported failure, and no damages/anomalies were observed to button 2 of the returned device. A simulated deployment functional test was performed with the returned device per the mynx control IFU, step 2: deploy sealant. Button 1 could be depressed to deploy the sealant without any felt resistance. No issues were noted regarding button 1 deployment during the device failure investigation. Button 2 could be fully depressed, and no issues were observed with respect to button 2. In addition, the balloon was completely retracted into the tamp tube. The returned device functioned as intended per the mynx control IFU. The reported event of ¿button #2-frozen/locked¿ was not confirmed through analysis of the returned device as it passed functional analysis with no damages/anomalies noted. The exact cause of the issue experienced could not be determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced by the customer, especially since the device received did not match the description as button 1 and button 2 were not depressed at all. It is unknown if the complaint device was received for analysis. According to the IFU, which is not intended as a mitigation, step 3: remove device states to ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device.¿ if the balloon was not fully deflated before attempting to depress button #2, this can result in button depression issues. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, button number 2 of a 6/7f mynx control vascular closure device (vcd) was able to be depressed halfway. Manual compression was used to achieve hemostasis. There was no reported patient injury. The device was stored and prepped according to instructions for use (IFU). There were no damages noted to the button. Button #1 was properly and completely activated before button #2 was attempted. The tension indicator displayed a ¿clock symbol¿ after button # 1 depression. The balloon was fully deflated (bubbles stopped moving and inflation indicator was completely down). The balloon was prepped with (50/50 contrast/100% saline /100% contrast). There was no suspicion that the balloon lost pressure prior to attempting balloon retraction. The device was used in an interventional procedure. The user is trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Event description:
As reported, button number 2 of a 6/7f mynx control vascular closure device (vcd) was not able to pushed. Button #2 was depressed halfway. Manual compression was used to achieve hemostasis. Button #1 was properly and completely activated before button #2 was attempted. The tension indicator displayed a ¿clock symbol¿ after button # 1 depression. The balloon was fully deflated (bubbles stopped moving and inflation indicator was completely down). The balloon was prepped with (50/50 contrast/100% saline /100% contrast). There were no damages noted to the button. There was no suspicion that the balloon lost pressure prior to attempting balloon retraction. The device was used in an interventional procedure. The device was stored and prepped according to instructions for use (IFU). The user is trained to the device. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.